Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a calibration error. Customer indicated that when he inputs his blood glucose amount at 297 mg.dl into the pump, the pump gives him an incorrect sugar glucose reading. Customer also indicated that the insulin pump will not stop suspending. Customer does not recall any significant events leading to the error. Customer's blood glucose was 297 mg/dl at the time of incident. Troubleshooting was declined. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.